Event description:
It was reported that during servicing, an f-38 alarm was found to have occurred with a flo-gard infusion pump. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the f-38 alarm was determined to be a faulty right force sensing resistor (fsr). To correct the condition, the fsr was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.